Event description:
The customer reported the system displayed communication error messages. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ps1 power supply connector was reseated and the voltage was adjusted. Also the f9 fuse was reseated. The system was then found to be operating as intended.